Manufacturer narrative:
G4: 03jan2020. B4:(B)(6). H11: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-10583 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20nov2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient harm or involvement.